Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation, the motor is burning. The device was not returned. If additional information is received a follow up report will be submitted.